Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 95% stenosis. Following pre-dilatation with two (2.0x8mm, 3.0x12mm) balloon dilatation catheters, a 3.50x18 mm xience xpedition stent was deployed. Post stent deployment an edge dissection was noted. An additional xience xpedition stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.